Event description:
Report received from the analysis of the device that the posterior foot was broken. The report received from the customer was for a cuff miss with clinical info as follows: the physician attempted to achieve arteriotomy closure with the perclose a-t the closer ak) device following a diagnostic procedure. Fluoroscopy confirmed arteriotomy placement in the common femoral artery. Good marking was obtained. The device was inserted at a 45-degree angle. There was no report of difficulty with needle deployment. It was noted that the needles were deployed inside the artery with no tissue capture. It was reported that the physician did not appose the foot to the arterial wall before deploying the needles. Upon needle retrieval it was noted that a cuff miss had occurred. The device was removed. A second perclose a-t device was inserted and successfully closed the arteriotomy. There was no report of an adverse pt event.